Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device related to a percutaneous transluminal angioplasty interventional procedure. Reportedly, the foot broke. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported break was confirmed as a material separation of the foot. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Observations from the returned analysis based on the posterior cuff tabs condition and the suture still inside the guide, it is likely that a posterior needle to cuff miss occurred inducing a needle strike to the foot and initiating the foot separation. The plunger was connected to the link with the posterior cuff which indicates that the posterior needle tip pulled out of the foot. In this case, this would leave the foot likely loose in the anatomy. The posterior needle tip is missing, and the suture is at full length indicating that the posterior needle tip may have stripped off the suture when the suture was pulled out of the vessel wall. The location of the needle tip may then be inside the vessel or in the vessel wall. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.